Manufacturer narrative:
Patient information was unavailable from the site. No parts were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a spinal fusion procedure. It was reported that there was a few cm shift of the screwdriver. Technical services (ts) clarified to the site that they were navigating the projection and not the screwdriver and this resolved the issue. There was no impact to patient. There was no reported delay to the procedure due to this issue.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue. Analysis found that the software is behaving as intended. If information is provided in the future, a supplemental report will be issued.